Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. The bottom case was damaged. Motor rate error was found during occlusion test. The root cause of the reported the main board was not seated into the extrusion. This issue is a result of the customer's impact to the device. Actions taken to mitigate the reported issue: replaced chipped and cracked top case. Replaced damaged bottom case. Installed cable guard. Replaced cracked right plunger case. Updated motor mount and worm gear. Installed missing battery. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.